Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed in the proper aortic position. Echocardiogram was performed which showed mild (+) paravalvular leak (pvl). Post dilation was performed with a 28 mi llimeter (mm) non-medtronic balloon. Echocardiogram showed some improvement in the pvl and a mean gradient of 6. Another post balloon aortic valvuloplasty (bav) was performed this time with a 30 mm non-medtronic balloon. The balloon was inserted and inflated times 3. The first inflation was too high and the bav was aborted. The second inflation was too low and the bav was again aborted. On the third bav attempt, the balloon was sitting in the waist of the valve and the valve popped out into the sinuses. Of note, rapid temporary transvenous pacing was being utilized during all three inflations and the patients blood pressure was less than 60 millimeters of mercury (mmhg) with each inflation. The valve was snared up above the sinuses. A second valve was then deployed in the correct aortic position with a depth of around 4 and 4. The patient remained stable throughout the procedure and a post implant angiogram showed adequate coronary flow. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A pre-implant balloon aortic valvuloplasty (bav) was not performed. With the limited information available, a cause of the dislodgement could not be conclusively determined but the post-implant bav may have been a contributing cause as the dislodgement occurred after multiple bavs. In addition, per the evolut IFU, for a 34mm fx valve, a maximum balloon diameter of 28mm is recommended in order to mitigate trauma to the valve leaflets. In this case a 30mm balloon was used, which exceeds that maximum. Dislodge events are typically not related to a device malfunction. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. Trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.